Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced repeated errors on universal surgical manipulator (usm) 3. System logs confirmed repeated recoverable faults reported by usm3_aca, indicating encoder failure. Recommended disabling usm 3. System completed self test after disabling usm 3. Surgeon opted to use laparoscopic techniques and not use the da vinci. Field service engineer (fse) to follow up. The procedure was converted to another dv system with no reported injury. Intuitive followed up and obtained additional information. The case in question was not converted and was instead managed using the patient cart associated with system sk1956.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not confirm and not replicate the customer complaint "32056 error". Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house patient fixture test platform (pftp) where unit failed adaptive gain control (agc) current with a 1123 error in the logs pointing to the pitch axis, replicating the reported event. As a result of this investigation, failure analysis has concluded that the pitch searchlight printed circuit assembly (pca) was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.